Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on february 14, 2024.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. Excessive skin thickening and skin growing over the abutment are common complications with baha abutments. Issues can be resolved with clinical case management. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on december 20, 2023.

Event description:
Per the clinic, the patient experienced pain and a skin overgrowth on the abutment and subsequently was treated with topical antibiotics and topical steroids (specific date and duration not reported). The patient underwent revision surgery to remove the excess skin on (B)(6) 2023. It was reported that the patient also developed an abscess at the abutment site and experienced abscess drainage.